Event description:
Healthcare professional reported right side biocell replacement, "multiple enlarged lymph nodes in right axilla.", and rupture. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, an opening on posterior, crease fold, and wear abrasion. A microscopic analysis was performed which identified: a crease sharp opening on posterior. Based on the device analysis the final assessment is: a crease sharp opening on posterior assessed as fold flaw opening. Creases/folding of implant condition was observed, nevertheless it is not related to the manufacturing process.

Event description:
Healthcare professional reported right side biocell replacement, "multiple enlarged lymph nodes in right axilla.", and rupture. Device has been explanted.